Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore. The customer's report was not replicated or confirmed. The device was put through full functional testing including ECG stress testing without duplicating the report. The customer was advised to replace the ECG cable. The device was recertified and returned to the customer. Review of the device log found no evidence of the report. Analysis of reports of this type has not identified an increase in trend.